Event description:
It was reported that this patient's home monitor alerted the clinic on 19-february-2026 to an out-of-range pace impedance measurement on the right atrial (ra) lead of greater than 3,000 ohms. Per the health care professional (hcp), the presenting electrogram (egm) showed normal sensing. The hcp rescheduled a new download to see if the out-of-range measurement was a one-off measurement, but the new download showed the same issue. Additionally, the hcp noted the atrial tachy response (atr) events with egms appear to show brief episodes of noise. The patient will be brought in for noise provocation testing and measurements in bipolar and unipolar. Technical services (ts) was also consulted for further review and recommendations. Per ts, a review of the most recent device transmission (via the latitude remote patient monitoring system) shows a stable ra pacing impedance trend above 3,000 ohms since 13-february-2026. On that day, the first noise on the ra lead was recorded. Since then, noises (in bipolar configuration) on the ra channel appear to be more frequent, indicative of a possible lead integrity issue. Ts also noted atr events show signals that appear to be mechanical noise which are over-sensed during patient exercise. In-clinic ra lead troubleshooting and x-ray imaging were recommended to exclude/confirm a lead integrity issue. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of out-of-range pacing impedance is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient's home monitor alerted the clinic on (B)(6) 2026 to an out-of-range pace impedance measurement on the right atrial (ra) lead of greater than 3,000 ohms. Per the health care professional (hcp), the presenting electrogram (egm) showed normal sensing. The hcp rescheduled a new download to see if the out-of-range measurement was a one-off measurement, but the new download showed the same issue. Additionally, the hcp noted the atrial tachy response (atr) events with egms appear to show brief episodes of noise. The patient will be brought in for noise provocation testing and measurements in bipolar and unipolar. Technical services (ts) was also consulted for further review and recommendations. Per ts, a review of the most recent device transmission (via the latitude remote patient monitoring system) shows a stable ra pacing impedance trend above 3,000 ohms since 13-february-2026. On that day, the first noise on the ra lead was recorded. Since then, noises (in bipolar configuration) on the ra channel appear to be more frequent, indicative of a possible lead integrity issue. Ts also noted atr events show signals that appear to be mechanical noise which are over-sensed during patient exercise. In-clinic ra lead troubleshooting and x-ray imaging were recommended to exclude/confirm a lead integrity issue. No adverse patient effects were reported. This ra lead remains in service.